Event description:
Patient was intubated upon arrival to our hosp. Three days later, pt developed breathing distress. Direct laryngoscopy was performed with removal of plastic foreign body from pt's larynx. Plastic foreign body was found to be the "safety tab" off the resqpod that was used for intubation.